Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation revision with 625cc mentor smooth round moderate profile saline breast implant experienced left-sided soft tissue necrosis, breast pain, impaired healing, and surgical intervention postoperatively. The patient reported that the left breast started to bleed and tissue became necrotic, which required surgical intervention to remove dead tissue. The patient also suffered with breast pain that radiates to her back, and there is a ridge along the surgical scar. The patient stated that medical imaging (us, MRI, mammogram) all reported ¿normal.¿ at the time of this report, mentor has received no information regarding explantation or an expected explantation date.